Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent up or down arrow button response due to corroded keypad traces. No number ramping or scroll bar anomaly was noted. The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube near the reservoir tube window, cracked battery tube threads and a scratched reservoir tube window.

Event description:
It was reported the customer tried to bolus and the number on the insulin pump were ramping up and down. Customer stated his blood glucose has been high lately. Customer's current blood glucose was 99 mg/dl. Customer¿s mother reported the customer was playing with the hose but the device was not submerged in water, as a significant event that may have caused the device to alarm. Customer¿s mother was advised to discontinue use of the device and revert to back up plan. No further information reported.